Manufacturer narrative:
Repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event was a faulty printed circuit board. The root cause of why the printed circuit board failed could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned the olympus high definition lcd monitor due to a distorted image believed to have been caused by a leaking connector socket. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit's image was intermittently flickering due to a faulty qb board. This report is being submitted to capture the damaged board and flickering image.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Additionally, as noted, the image was flickering intermittently due to a faulty qb board. Also, the top right corner of the bezel was damaged with a crack. If additional information becomes available following device evaluation, a supplemental report will be filed.